Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported right side "deflation; valve strap." Manufacturer of device is unknown. Device has been explanted.

Event description:
Healthcare professional reported right side "deflation; valve strap." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on the anterior. Leak test and microscopic analysis were performed which identified: sharp opening on valve bond edge and crack opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp pattern on valve bond edge of opening device assessed as an unidentified (tear) opening and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side "deflation; valve strap." Device has been explanted.